Event description:
Boston scientific received information through a medical device conference of a case study involving a patient with this right atrial (ra) and right ventricular (rv) lead who experienced an infection. An explant procedure was performed. During the procedure, difficulties were encountered extracting this lead via a laser removal system as this ra lead was strongly adhered. As a result, this ra lead broke into two pieces close to the electrode tip. The proximal portion of the lead was explanted but the distal portion still remained in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.